Event description:
Revision surgery - the pt dislocated the day before the revision surgery because of not following post operation instructions. The pt was attempting to pull start a lawn mover. The pt had a 36 head with neutral shell and standard liner. The surgeon switched this to a +8 shell and semi-constrained liner. The surgeon made sure the reduction outcome was as positive as possible.